Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. The device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. The device was replaced. No additional adverse patient effects were reported. Additional information was received that this patient had high defibrillation thresholds as a result the device provided multiple shocks and was able to convert the arrhythmia. There was no indication of a device malfunction.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons. The device was replaced. No additional adverse patient effects were reported. Additional information was received that this patient had high defibrillation thresholds as a result the device provided multiple shocks and was able to convert the arrhythmia. There was no indication of a device malfunction.

Manufacturer narrative:
This correction report is being filed to correct information in b5 and h6 device codes.